Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the nature of the drainage (serous, sanguineous, serosanguineous, purulent): serous, sanguineous, serosanguineous mixed fluid; where within green range was the indicator when the device was fired: indicator near 1.5mm; what is the healthcare worker¿s experience with the device: the users have more than one year experience. Sales rep confirmed that no mishandling issue; when was the safety released prior to firing: normal firing after safety released; was the patient¿s hospital stay extended due to the alleged issue with device: yes, patient still in hospital due to anastomosis leakage on (B)(6); if the hospital stay was extended, what was the reason for the additional hospital stay: not sure if it is additional stay; what is the current patient status: still in hospital, it is not able to say if it is extended stay because it is normal stay at this moment, no more feedback from surgeon that there will be extended stay; was there any kind of medical intervention, such as a reoperation, due to the anastomosis leakage noted on (B)(6): used hand sewing to solve the leakage problem.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, the surgeon used device and noted that the device could not be fired completely (no crunch feedback and plastic to plastic failed.). He required two assistants to try to fire again but still had same problem. The surgeon had no way but to remove the device and used hand sewing to complete the surgery. The surgeon worried about sewing leakage and the patient's anus may not be protected. Additional information: the volume of drainage is abnormal, around 2000ml. The patient is in hospital for further observation.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient¿s hospital stay was extended around 10 days.

Manufacturer narrative:
(B)(4). Batch # m5558w. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.